Event description:
The chemistry analyzer stopped working. Specimens had to be couriered to another hospital's lab in our system for testing. Test results were delayed, causing the emergency department to go on divert. Manufacturer was notified and sent someone to service the analyzer. They came on but were unable to fix the issue. Then returned at another time to continue repair. Analyzer repair was completed, and quality testing completed, and lab back to full operations.